Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced high impedances. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced with two additional leads.

Event description:
Additional information received, identified the patient experienced ineffective stimulation prior to the lead revision. Reportedly therapy was established post operatively.